Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise oversensing and review by technical services (ts) was requested. Ts discussed the episode exhibits signal saturations, unstable baselines and non-physiological and over-detected artifacts. Troubleshooting options and recommendations were provided. The patient was seen in-clinic to perform troubleshooting and automatic configuration was completed. The noise was tried to be reproduced and noise was observed in primary and alternate vectors, and on the secondary vector there was only muscle noise. X-rays were also performed. It was also mentioned that the patient has gained 20 kilograms since the implant procedure and does not participate in any physical activity. The troubleshooting was discussed with ts and they mentioned there was an electrode fracture at the electrode-device connection. As a result, the physician decided to schedule the patient for s-ICD explant and implant a transvenous system. The s-ICD was reprogrammed to secondary vector and the patient sent home in the meantime. Additional information was received. The electrode was explanted and the physician decided to remove the s-ICD device as well in order to implant a transvenous system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found parts of the suture sleeve cut off through the outer insulation and cut through the sense b and high voltage insulation. The coils are intact. The sense b ring was also found bent with a tool. This is typical surgery-related damage but is not considered abnormal. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise oversensing and review by technical services (ts) was requested. Ts discussed the episode exhibits signal saturations, unstable baselines and non-physiological and over-detected artifacts. Troubleshooting options and recommendations were provided. The patient was seen in-clinic to perform troubleshooting and automatic configuration was completed. The noise was tried to be reproduced and noise was observed in primary and alternate vectors, and on the secondary vector there was only muscle noise. X-rays were also performed. It was also mentioned that the patient has gained 20 kilograms since the implant procedure and does not participate in any physical activity. The troubleshooting was discussed with ts and they mentioned there was an electrode fracture at the electrode-device connection. As a result, the physician decided to schedule the patient for s-ICD explant and implant a transvenous system. The s-ICD was reprogrammed to secondary vector and the patient sent home in the meantime. Additional information was received. The electrode was explanted and the physician decided to remove the s-ICD device as well in order to implant a transvenous system. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise oversensing and review by technical services (ts) was requested. Ts discussed the episode exhibits signal saturations, unstable baselines and non-physiological and over-detected artifacts. Troubleshooting options and recommendations were provided. The patient was seen in-clinic to perform troubleshooting and automatic configuration was completed. The noise was tried to be reproduced and noise was observed in primary and alternate vectors, and on the secondary vector there was only muscle noise. X-rays were also performed. It was also mentioned that the patient has gained 20 kilograms since the implant procedure and does not participate in any physical activity. The troubleshooting was discussed with ts and they mentioned there was an electrode fracture at the electrode-device connection. As a result, the physician decided to schedule the patient for s-ICD explant and implant a transvenous system. The s-ICD was reprogrammed to secondary vector and the patient sent home in the meantime. Additional information was received. The electrode was explanted and the physician decided to remove the s-ICD device as well in order to implant a transvenous system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.